Event description:
Boston scientific received information that the system did not come out. It stayed on the left side and we implanted a new system on the right. The ra lead on the left was fractured. Did not capture and high impedance >2000. The pt was atrial dependent. (B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.